Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge received a valid minimum fill message due to having approximately 60 units of insulin in the cartridge. The customer added an additional 50 units to the cartridge. Reportedly, the pump displayed a fill estimate of over 40 units. Review of the pump data logs showed that the customer received an accurate fill estimate. The customer acknowledged the information. The customer's blood glucose level was 211 mg/dl.